Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous obtuse marginal 1 (om1), obtuse marginal 2 (om2) and proximal circumflex (pcx) stenting procedure, a 3.0x28mm rx xience xpedition failed to cross the heavily calcified lesion in the om1. The wire was changed and the stent was deployed in the distal om2. Next another 3.0x28mm rx xience xpedition could not reach the mid lesion in the om2. A guideliner was employed and the stent was successfully deployed in the lesion. Next, another 3.0x28 rx xience xpedition was successfully deployed in the proximal om2 to circumflex. A 3.25x38mm rx xpedition met resistance, but with force, was able to reach the lesion in the pcx. It was deployed at 10 atmospheres (atm). After deployment, it was noted that the distal portion of the stent was well apposed to the vessel wall, but the proximal portion of the stent had some waist. An attempt was made to inflate the balloon to 12 atm, but it was thought that the balloon had ruptured. Deflation of the balloon was attempted, but the distal portion of the balloon would not deflate. Removal of the stent delivery system was attempted, but the mid shaft separated. Unsuccessful attempts were made to snare the separated device. An intra-aortic balloon pump was inserted and the patient remained stable. Later in the day, the patient was taken to surgery where detached portions were retrieved from the left main and mid aortic arch. Reportedly, the patient is recovering well. There was no additional information provided.